Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that multiple episodes of lead noise were observed. The noise was not reproducible. Patient was asymptomatic. The lead was capped and replaced.